Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 full-height cubie drawer on the auxiliary pocket c3 required maintenance that was not detected on the bus. A field service engineer powered down the station, removed the drawers, and reset the row board cable. The hardware was successfully tested in the application, and the client, successfully recovered the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, at ne-cccer the 2 aux 1 c3 cubie pocket had failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.